Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured distal at the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end exhibits detritus adhesion, signs of melting, and partially erased red octagonal sign and blue arrow indicator; the fiber appears blackened near the heat shrink tubing open end. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, with 83,382 joules used and 20 minutes expended, it was noted that the fiber tip was damaged. The fiber was exchanged and the procedure was completed utilizing the second fiber. The fiber tip was cleaned during the procedure. "No patient complications" was reported. No injury to the patient was reported.